Event description:
It was reported that the device had faulty pressure sensor (upper and lower) and the air-in-line sensor bezel was broken. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the device had faulty pressure sensor (upper and lower) and the air-in-line sensor bezel was broken. There was patient involvement but no harm.